Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation found that the cable connection in the surgery room of the user¿s facility was not appropriate, which caused no communication between the monitor and the processor.

Manufacturer narrative:
The user facility attempted to resolve the problem through troubleshooting with the assistance of olympus technical support (tac) via the phone. The user facility later reported that the problem was resolved, however, no resolution information was provided. The root cause of the reported event could not be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the evis exera iii video system is unable to produce an image on the boom monitor when moving the equipment from endo room #1 to endo room #2 due to construction. There was no patient involvement, no harm or user injury reported due to the event.